Event description:
It was reported that during an oophorectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device (a) returned had a cut in the balloon, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The lot passed all testing and all data recorded was within required specifications. There were no anomalies found after reviewing the work orders for the lot number. The device (b) returned had the shaft pushed through the balloon. This is likely caused by user using excessive force. The spacer on this device is also broken, another indication of excessive forced used by clinician. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # h44z11; expiration date: 11/2013; manufacturing date: 12/2011.